Manufacturer narrative:
The reported event was confirmed as cause unknown. Sample was evaluated and observed tear on sac of catheter that allowed water to leak out. Tear was examined under microscope and noted to be long and smooth. Exact time on how and when problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils) [they may damage the device and may burst balloon]. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments [catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon]. Applicable patients: do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the balloon burst after 1 day of usage.per email received from the investigator on 26-june-2019, there was a tear on sac of returned sample.